Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a screw of the kolbel retractor frame fell out of middle of retractor making it unusable. It is unknown when the event happened or if there was any delay or injury reported. It is unknown if there was a s&n backup device available and how the issue was solved. No patient complications were reported.

Manufacturer narrative:
H3, h6: the product has not been received at the aus site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified no similar reported events for this device nor for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. The complaint alleges no injury to the patient nor a delay during surgery. It was determined that the device likely contributed to the reported event as the most probable cause of the failure was wear and damage due to normal use. The kolbel retractor frame is a reusable instrument expected to be used across multiple surgeries. The kolbel retractor frame consists of two arms secured by a screw and functions by opening and closing the arms, similar to scissors. The retractor frame may be opened and closed several times during each surgery. This frequent use could cause the screw to loosen with use over time. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.